Event description:
It was reported that no capture was observed on the right ventricular (rv) lead at maximum output. Imaging confirmed the rv lead was dislodged. The patient was stable.

Event description:
It was reported that no capture was observed on the right ventricular (rv) lead at maximum output. Imaging confirmed the rv lead was dislodged. The rv lead was explanted and replaced. The patient was stable.